Manufacturer narrative:
We have received the product for analysis along with the software logs, MRI scan data and the sequence of events described by the employee supporting the case. At this time, our investigation is ongoing. We will update this report at the conclusion of our investigation.

Event description:
During a tumor ablation procedure, it was reported that system error messages occurred prior to thermal ablation being applied. The connector module was replaced in the event it was defective; however, error messages persisted. The probe was then removed and visual inspection showed a black alteration of the distal end of the probe. According to the employee supporting the procedure, at no time was ablation delivery initiated by the physician. The patient woke up with normal presentation post procedure and no adverse effects were reported.

Manufacturer narrative:
The probe's manufacturing records were reviewed and confirmed the probe met all tests during manufacturing. The probe utilized during the case was returned for analysis. Initial evaluation of the probe confirmed a black alteration of the distal end and was consistent with overheating of the probe materials. Separated thermocouple wires contained within the distal end of the probe were also observed. Review of the software logs confirmed the impedance range of the probe thermocouple was out of range after MRI scanning was initiated and throughout the procedure thereafter.

Event description:
Additional information received indicated that the patient had unintended tissue ablation due to unintended probe heating. The tissue ablation was in the targeted area to be ablated. It was also noted that the case was aborted and that the patient did not receive treatment.